Manufacturer narrative:
Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A maintenance technician reported a system message was received during a case. The system was switched out and the case was completed. There was no pt impact or injury reported.